Event description:
It was reported that an unknown patient experienced vaginal irritation and discharge and increased pelvic pain starting (B)(6) 2013. The healthcare provider indicated possible bladder sling erosion. No additional information was provided regarding the event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).